Event description:
Information was received indicating that immediately after powering on a smiths medical level 1® hotline® low flow system, the water did not circulate. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The sample received was tested in the h-1200 fast flow fluid warmer machine in attempted to replicate the failure mode; unable to confirm the reported customer complaint. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.